Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The returned cartridge was evaluated by product analysis on 07/26/2013 with the following findings: the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: she changed infusion set last night and blood glucose (bg) of 128 mg/dl at bedtime on (B)(6) 2013 and woke up at 3-4 am with bg of 440 mg/dl . She gave 10 units via pump and went to sleep, then woke up this a.m. Bg was 500 mg/dl, with headache and nausea. Patient states pump had fallen off her waist and pulled site out. She reinserted the set, since it did not hit floor and was sterile. Patient states she did not check cartridge connection but states issues to pump itself. Patient instructed to disconnect and prime since question delivery: no insulin seen at prime, insulins was allegedly coming out of connection to cartridge and luer lock. Patient has poor vision and cannot see if there is any damage, unknown if it was loose . Customer support (cs) instructed to change to new infusion set and cartridge. Reprimed and insulin is coming out infusion set end no leaking at cartridge connection. Cs instructed to monitor bg and call back if continues. Patient called back and reported bg down to 132 mg/dl. This complaint is being reported the patient experienced hyperglycemia associated with insulin leaking at the luer lock of the cartridge.